Event description:
Pt started using advair diskus in 2009. Reason for use: copd. Twenty days later, pt was taken to hosp via 911. Pt experienced breathing difficulties, weakness and lethargy. Pt says lungs felt like they were cemented. Md discontinued use. Hosp diagnosis. Pneumonia and bronchitis. Dose: unk. Frequency: unk. Route: unk. Dates of use: started 2009. Diagnosis: copd.